Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized. It was stated that the customer woke up and started screaming and vomiting. Mother took her to the hospital where she was treated with intravenous fluid. She was being held for evaluation at time of call. It was also reported that the insulin pump alarmed motor error during basal. The device was not exposed to a magnetic field. It was stated that is also alarmed motor position encoder error. Blood glucose value was 253 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.